Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 16-june-2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) review of the service log confirmed the reported complaint of a failed no (nitric oxide) cell alarm which immediately followed a failed low no cell calibration with high point: 1145 counts, low point: 2447 counts. The service log also showed a delivery failure (df) alarm with monitored no greater than absolute maximum of 100 parts per million (ppm), actual value: 128. Elevated low counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. The rsc also experienced the reported complaint of a failed no sensor alarm at bootup. The rsc performed low and high calibrations to clear the alarm and replaced the no cell. The rsc did not experience a df alarm during testing. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor (device issue). No adverse event. Case description: on (B)(6) 2015, a respiratory therapist (rt) from (B)(6) spoke with the company's technical services and reported a failed no (nitric oxide) sensor with inomax dsir# (B)(4). The device was in use on a patient and no harm to the patient was reported. The rt explained that multiple re-calibrations were attempted but the issue remained. The rt mentioned that the inomax dsir# (B)(4) had also experienced a delivery failure prior to the sensor failure. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation. Case comment: (B)(6) 2015: this is a non-serious post-marketing device report. An inomax delivery failure with no sensor failure was reported while the device was in use on a patient. No adverse event associated with the no sensor failure was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR #3004531588-2013-00022).